Event description:
"The jaw of the clipapplier came loose and did not function anymore." Patient status: ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering was unable to actuate the device. The unit was disassembled and engineering found excessive grease in the handle and internal damage to the trigger. The root cause of the jamming was due to excessive grease causing friction between internal components and a higher actuation force. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As part of this continuous process, applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of damage to occur. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.